Event description:
The customer's medwatch form stated that a (B)(6) male underwent a laparoscopic right hemicolectomy and small bowel resection on (B)(6)2010. Intraoperatively, the ligasure 37 cm atlas did not function properly and the pt sustained bleeding. The surgery was completed. Although add'l info was requested of the site, none was provided.

Manufacturer narrative:
(B)(4). Date of initial report: 03/15/2010. The site has indicated that the incident sample is not available for investigation. If add'l info pertinent to the incident is obtained, a follow-up report will be submitted.